Manufacturer narrative:
The device was received. Investigation is not complete. The underdelivery that the device is being reported for was noted during mfg testing; therefore, user facility event codes are not applicalbe in this case.

Event description:
During initial testing at the mfg site, the device underdelivered. The device delivered a measured volume of 17.87ml from an expected delivery of 20ml. Delivery accuracy for this device requires a delivery of 20ml +/- 1ml (+/-5%).